Event description:
New information received notes that the right atrial leadless pacemaker exhibited poor sensing signal.

Event description:
It was reported that the patient presented in clinic for initial implant procedure on 16 dec 2025. While attempting fixation during procedure, it was found that the right atrial (ra) leadless pacemaker (lp) was mechanically unstable and electrically unviable. It was then noted that the inner helix was bent and damaged. The ralp was not implanted, and an alternate near at hand was implanted instead. Patient condition was stable.